Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3425, serial # (B)(4), implanted: (B)(6) 2000, product type transmitter; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3487a, lot # l48449, implanted: (B)(6) 1998, product type lead. (B)(4).

Event description:
It was reported that the patient turned his dorsal column stimulator on either on (B)(6) 2013 or the following day and could not feel stimulation. The reporter stated that the patient had replaced the battery and antenna but still felt no stimulation even with amplitude increased to 10v. Previously, this setting was too strong for the patient. The patient was at a frequency of 120 hz. The reporter could not see any error codes and the screen was not blank. It was noted that the patient had been seen by a manufacturer representative a few months prior to the report and the patient's settings had been regulated but it was reportedly not enough. It was later reported that the patient was feeling stimulation, but not to the extent that he was previously over the last several years. The patient was reportedly getting the coverage needed but didn't feel as strong as it used to. The reporter stated that multiple attempts had been made to reprogram the external transmitter as well as replacing it multiple times with no resolve. It was noted that the patient hadn't had any weight changes. Additional information received reported that a patient was scheduled to have a battery replacement with a primary cell device in (B)(6).

Event description:
Additional information received reported that the patient had his device replaced and was doing well. It was noted that the patient had stimulation where he needed it to be and wasn¿t having any issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).